Event description:
It was reported that the ilet user's inset infusion set failed after the user deployed it incorrectly, resulting in the infusion set not functioning as intended. No reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed a usage problem with no device problem found, characterized as an improper or incorrect procedure or method related to the infusion set component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.